Event description:
Air was pumped to the patient. The user reported that there was no malfunction of the pump. The pump performed according to its specifications when inspected after the event. The patient suffered no permanent injury.